Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 12:00 pm after the end user alleged that she received higher than normal readings from her prodigy diabetes meter. It was also discovered that the end user was storing the test strips outside of the original container. She was educated on the proper storage of the test strips to eliminate any possible testing issues. The end user was sweating and unresponsive accompanied with a blood glucose reading of 191 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 31 mg/dl. They also performed a blood glucose test with the prodigy meter and the reading was 321 mg/dl. Glucose was given to the end user to assist in stabilizing her blood glucose level and there was no need for further transport to the ER. No additional details were provided in regards to this medical event.